Event description:
A chest tube was being removed from a patient because it was not draining. Lot number is 206105964x. Upon removal, the chest tube was noted to be broken almost in half. The broken piece is approximately 4 inches from the side of the chest tube that was inserted into the patient and the broken part was inside the patient. All pieces came out. There was no harm to patient and the tube was not replaced to date. The area of break is not suggestive of a manipulation breakage.